Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was alleged that the battery exploded while in the pump, and the pump lost power. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the available black box data revealed evidence of pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation. During testing, the pump was exercised for 24 hours with no duplicated loss of power or call service alarms.